Event description:
Issue: caller reported needle damage: "needle or syringe 'exploding' while he was attempting to load a cartridge and the insulin subsequently getting in his eye" injury: there was no reported injury or consequences from caller.

Manufacturer narrative:
*This issue cannot be further investigated due to the absence of a known exel lot number. * no additional information was provided. *the products in question were not returned for investigation. *no documentary evidence such as photos or videos were provided with this complaint. *due to the lack of evidence nor lot number this complaint can now be closed. *to address this proactively, *we will continuously review and monitor this type of complaint. *this incident will be added to our list of complaints for tracking and trend analysis. *we will work to improve communication and collaboration with tandem to enhance data collection and gathering process. (B)(4).